Event description:
A 3.0 mm diameter x 30 mm length endeavor sprint rx coronary drug-eluting stent delivery system was inserted in a patient for treatment of an unknown lesion. Vessel morphology was not reported. The lesion was not pre-dilated. It was reported that the physician inserted the delivery system to the intended lesion site. The balloon was inflated deploying the stent; however, the balloon lost pressure rapidly. The patient is fine. Please note that this device (lot number 0000702492) is distributed outside the united states.

Manufacturer narrative:
Evaluation summary: medtronic has received the device and its analysis has been completed. The shaft was bent and twisted most likely due to coiling the device for return for evaluation. There was no issue noted with the balloon bond. There was liquid still present in the balloon. The inner lumen was stretched and damaged under the balloon distal cone. Negative purge confirmed the presence of a leak. On inflation water was found to be leaking from the guide wire entry port and the distal tip. The proximal balloon weld and the conversion bond were visually inspected with no issues noted. Information received from the account confirmed that on inflation a drop in pressure was noted and the balloon was only partially inflated. However, the stent was successfully deployed and the returned balloon appeared to have been fully inflated. The location of the damage to the inner lumen indicated that the proximal end of the guide wire may have punctured the lumen as the device was loaded on to the wire. It is possible that sight resistance was encountered and some force was used to advance the device onto the wire. It is also possible that the proximal end of the guide wire may have been damaged resulting in the puncture of the lumen. However, as the wire was not provided for evaluation this cannot be confirmed. The presence of the guide wire within the device may have masked the leak through the guide wire entry port and the distal tip allowing the stent to be successfully deployed. The leak may have become apparent with movement of the guide wire within the lumen. Guide wire movement or removal of the device may have resulted in the bunching of the lumen at the leak site.